Event description:
Procedure type: inguenal hernia repair. According to the reporter: the locking mechanism on the sponge would not work, the screw fell out. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
(B) (4).